Event description:
It was reported that the catheter fractured 3in up from the hub close to the proximal end. There were no clinical consequences reported due to the event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. DHR review was performed and there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the device revealed that the axs vecta catheter proximal shaft was kinked at approximately 6.3cm distal to the strain relief. The axs vecta catheter was examined along its length, no other anomalies were observed. It is likely that the kink at the proximal shaft was interpreted as a fracture. However, the reported catheter shaft fractured was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the catheter fractured 3in up from the hub close to the proximal end. There were no clinical consequences reported due to the event.